Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens was dropped to the back of the eye and a vitrectomy was required; the surgeon used an anterior chamber lens. In follow-up, it was learned that there were no issues with the lens itself. The lens dropped to the back of the patient's eye due to patient anatomy; there was no support. There was no capsule tear, nor incision enlargement to remove the lens. The lens was removed and replaced during the same procedure. The vitrectomy was performed using a non-amo system and the surgery was successful. No further information was provided.

Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) were performed. The specifications for visual inspection of the lenses requires that the lenses are 100% cleaned and inspected at 10x microscope magnification. The lenses were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the reported complaint and/or similar issues. The lenses were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. Based on the investigations results no product deficiency was identified. The lens met specification prior to release. Labeling review: the directions for use, (dfu) state that physicians should weigh the potential risk/benefit ratio for recurrent severe anterior or posterior segment inflammation or uveitis or for patients in whom the ability to observe, diagnose, or treat posterior segment diseases or where surgical difficulties at the time of cataract extraction that might increase the potential for complications. Distorted eyes due to previous trauma or developmental defect in which appropriate support of the iol is not possible or in circumstances that would result in damage to the endothelium during implantation or suspected microbial infections. Patients in whom neither the posterior capsule nor zonules are intact enough to provide support. The dfu provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.